Manufacturer narrative:
Device passed the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies noted during testing. The s/n label located between the belt clip rails is worn down to the point where it¿s illegible. Also the thin plastic strip located above the lcd display is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was in the range of 50 mg/dl to 500 mg/dl. The customer reported that they had technical problems with the insulin pump. The insulin pump will be returned for analysis.